Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. Based on the inspection result by local service department and labeling review, it was presumed that the insertion section received stress such as the following: - physical stress from rubbing or striking the insertion section - chemical stress due to deviation from IFU (reprocessing manual) - stress from bad storage environment (in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and ultraviolet-rays)

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on (B)(6) 2021, it was found that the coating of the insertion tube had been partially peeled off due to deterioration. There was no report of patient injury associated with the event.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.